Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a 2nd degree burn of the patient was observed at the site of the trocar near the umbilicus at the end of a laparoscopic ventral hernia procedure. Along with the ligasure device, a monopolar cautery was said to be used extensively during the procedure. The site estimates that the ligasure and monopolar cautery were activated 15 times each. The monopolar cautery activations were described as being "long" in duration. No other devices were used and the procedure last approximately 1 hour. The surgeon made a 0.5cm by 1.5cm resection of the burned tissue and the patient's incision was closed in normal fashion.